Manufacturer narrative:
Submit date: 10/13/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 9/21/2016 that a customer had an issue with a syringe. The customer reports the inner luer tip of the syringe broke off.

Manufacturer narrative:
Submit date: 11/21/2016. The device history record was reviewed and indicated that the product was release accomplishing all quality standards. One unpackaged sample was received for evaluation. The luer tip of the syringe barrel was broken off at the base of the barrel face. A clear cap was also included with the syringe sample. The broken luer tip is inside the cap. The plastic of the molded barrel was observed with a directional shearing pattern directed toward the region of the luer skirt with the most significant damage. The luer skirt threads did not exhibit visible damage, except in the regions of plastic fracture. The barrel cavity was identified with 11. The broken luer tip was inside the pharmedium cap sent with the syringe sample. The shearing pattern observed on the broken luer tip matched with the shear pattern observed on the molded barrel. Based on the directional shearing pattern and plastic fracture observed in the broken syringe barrel, a transverse force was applied to the luer of the syringe barrel. Potential contributing factors to breakage of the luer tip due to the application of a transverse force to the luer tip include, but are not limited to: - cross-treading of a connector onto the luer. - application of a transverse force when attaching a connector due to positioning of components. Periodic inspections of molded barrels are conducted to detect broken molded luer tips. Additional inspections during molded barrel printing and syringe assembly are conducted to monitor process performance and to detect component damage during material transportation. The following control mechanisms are in place to prevent the occurrence and acceptance of broken components during the assembly and packaging processes: covidien maintains a material qualification process. The material qualification process requires verification of the stability and performance of the medical device and its components to iso standards. The manufacturing site maintains material verification processes. The resin must pass an inspection, physical testing and certification review before release to the manufacturing floor for production. Procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Molding tools are periodically maintained and inspected for wear or damage. Records of completed maintenance activities are maintained. The syringe assembly and packaging processes are validated to ensure process reliability and repeatability. Validated parameters are monitored throughout the manufacturing process. The assembly equipment is periodically maintained and inspected for wear or damage. Records of completed maintenance activities are maintained. During manufacturing, leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes specification requirements. Based on the existing controls and the complaint history review, additional correction or containment activities of product are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.